Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they visited the emergency room and then hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) with blood glucose of 600 mg/dl. The customer was disconnected from the insulin pump and treated with an intravenous, then reconnected to the insulin pump. The insulin pump will not be returned for analysis.